Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that through a post market clinical follow up survey, a customer indicated that within the past 14 days, there was an instance where the monitor failed to alarm when spo2 fell below the alarm limits. No other details were provided. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
The information was received through an anonymous survey; therefore, neither the customer nor the product information was provided. Follow up and analysis were not able to be performed to confirm the allegation. The product malfunction was unable to be confirmed because the customer and product information were not provided; therefore, follow up for confirmation is not possible. A review of recent cases was conducted, and no similar issues have been recorded for customers in the region within the timeframe suggested. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.